Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
I had one of these inside of me and the string snapped¿.had to get this out- vagina [foreign body in reproductive tract]. Feel sick [malaise] . The string snapped- tampon [device breakage] . Case narrative: consumer reported via e-mail that she had a tampon inside and one of the strings snapped. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
I had one of these inside of me and the string snapped, had to get this out- vagina [foreign body in reproductive tract]. Feel sick [malaise]. The string snapped- tampon [device breakage]. Case narrative: consumer reported via e-mail that she had a tampon inside and one of the strings snapped. No serious injury reported.